Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) (B)(4) and alleged their one touch verio 2 meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care representative (ccr) documentation and customer care advocate (ccr) following-up with the patient. The patient reported on (B)(6) 2015 at approximately 3.30pm they obtained inaccurate high results of ¿5.3 mmol/l¿ with the subject meter and ¿8.2 mmol/l¿ with another device (doctor¿s meter), performed within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster). The patient took a blood glucose reading at 8:41 on the morning of (B)(6) 2014 with a result of ¿4.1 mmol/l¿. At 10.30am the patient tool a dose of ¿apidra¿, based on blood glucose results (result unknown) with his first meal. At 1.30 pm the patient alleged taking 10 units of ¿apidra¿ with second meal, based on a blood glucose result of ¿6.1 mmol/l¿. The patient alleged a doctor¿s visit at 3.30pm on (B)(6) 2015, where only the blood glucose comparison was made. The patient reported he took his usual medication (lantus, 40 units) at 5.30 pm. The patient claims he developed symptoms of ¿unconsciousness, dizziness, confusion and sweating profusely¿ at approximately 6pm, where he regained consciousness within 15 minutes, a blood glucose result was taken at 6.13pm with a result ¿2.0 mmol/l), then again at 6.38pm with a result of ¿4.9 mmol/l¿. The patient also reported on (B)(6) 2015 obtaining a result of ¿9.5 mmol/l¿ at 1.20pm and taking 6 units of ¿apidra¿, then taking another reading at 2.46pm the same day with a result of ¿10.3 mmol/l¿. The patient denied receiving medical treatment due to the product issue. However report he started to feel better approximately 7pm on (B)(6) 2015. At the time of troubleshooting, the ccr confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The test strips were not open past their discard or expiry dates and the test strips were stored correctly. The ccr also confirmed the test strip vial was not cracked or broken. The ccr was unable to walk through a control solution test as the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s test strips have been returned on 4/28/2015 and evaluated by lifescan product analysis on 4/29/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.